Manufacturer narrative:
No further information available other than what was provided at the time of this report. Once additional information is obtained and/or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A patient underwent treatment using the iridex iq532 laser to treat central serous retinopathy in both eyes with no complications. It was reported to the manufacturer that one day post procedure, the patient returned to the hospital with deteriorated vision in the left eye and scotomas in the macula. The patient's vision in the left eye prior to the procedure was ucva 1.0; post procedure it was cf (counting fingers). The same parameters were used in both eyes however, the right eye experienced no adverse effects. No further information was available at the time of this report.